Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient received a persistent alert on the ilet pump, the alert was verified in device history, and a restart was performed with preserved settings and data, but the alert recurred and the device was replaced; the patient was instructed on shutdown, backup therapy, and data syncing, and was informed that startup on the replacement would be required. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and uninterrupted glycemic status. Investigation included verification of the alert in device history and field troubleshooting that did not resolve the malfunction. Investigation of this device revealed a recurrent device malfunction consistent with an unresolved alarm state requiring replacement, with no identified impact to the cartridge, cgm session, stored settings, history, or algorithm learning, and no effect on blood glucose. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.